Event description:
Description of event: on the night of tuesday, (B)(6) 2026, a pod (omnipod) change was performed just prior to 9:00 pm. Following the pod change, the system initially entered "automated mode: limited." At 9:11 pm, a cgm glucose value of 202 mg/dl was recorded. After this reading, the system transitioned from "automated mode: limited" into full "automated mode" and remained in full automated mode throughout the night. Review of the glooko report demonstrates absence of visible cgm data for the overnight period. Despite the lack of cgm values displayed, the report clearly indicates that the system remained in full "automated mode" overnight and did not revert to "automated mode: limited" until another pod change occurred the following morning at approximately 6:30 am. After this morning pod change, cgm glucose values reconnected with the omnipod system and automated mode continued normally. In contrast, the dexcom clarity report contains complete cgm data for the overnight period. This report confirms a cgm glucose value of 202 mg/dl at 9:11 pm, followed by a gradual and continuous decline in glucose levels throughout the night. Hypoglycemia occurred at approximately 3:00 am, with glucose values falling below 70 mg/dl and reaching a nadir of 56 mg/dl around 3:30 am. This episode required treatment with 30 grams of fast acting carbohydrates. Following treatment, glucose levels again trended downward, with a second hypoglycemic episode occurring at 6:21 am, when the cgm recorded a glucose value of 68 mg/dl. This episode also required treatment. Shortly thereafter, a pod change was performed. After this pod change, glucose data reconnected appropriately with the omnipod system, and the remainder of the day proceeded without further adverse events. Reporter observations: the patient's mother reports that within the omnipod 5 mobile application, five minute cgm glucose readings were visible throughout the overnight period from 9:11 pm until the morning, including during the times of both hypoglycemic events. She states that during this interval, the omnipod 5 app repeatedly displayed cgm glucose readings of approximately 200¿202 mg/dl, despite the downward trend and hypoglycemia documented on the dexcom clarity report. These cgm readings are not reflected in the glooko report but were reportedly visible within the omnipod 5 app. Actions taken: the event was reported to insulet by the patient's mother. A report was also submitted to the FDA through the medwatch reporting system. Outcome: the patient experienced two episodes of nocturnal hypoglycemia requiring treatment with fast acting carbohydrates. Following pod replacement, the morning after the event, cgm data transmission and automated insulin delivery functioned normally for the remainder of the day.